Event description:
Customer reported a malfunction on pump, identified by code malf 12, but it did not adversely impact blood glucose level. Customer experienced this malfunction on at least three occasions without resolution until contacting support. Customer will continue using the current pump as malfunction was cleared with a reset, and technical support decided to send a replacement pump with updated software. Instructions were provided on how to store and return the problematic pump, with arrangements for a signature-required delivery of the new pump.